Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 5 reports, regarding 7 devices, for this device family and failure mode. During this same time frame 647,440 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. Per the instructions for use, the user is advised the following: puncture cleaning/defogging port on top of the unit with the vuetip trocar swab handle prior to start of surgery. Caution: do not use scope to puncture port. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created by the finding of maude report number mw5174241. The current complaint database has been researched for this event and there were no findings. The lapvue10 laparovue visibility system laparoscopic solutions was being used on (B)(6) 2025 and ¿during case, surgeon noticed a small white paper/plastic in patient's abdomen. After removing it, it appeared to be a small piece of plastic. At that time, surgeon, cfa, surgical tech student started to inspect all equipment to try and see where the plastic came from. Cfa then noticed that a piece of plastic was missing from the scope warmer/cleaner.¿ per maude report no clinical signs, symptoms or conditions (4582) was reported; however, event type was reported as injury. This was reported as a product problem not an adverse event. The reporter was anonymous so no further clarification can be obtained. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.